Manufacturer narrative:
Concomitant medical products: product ID 977d260, lot# va0h6rj035, explanted: (B)(6) 2014, product type: screening device; product ID 977d260, lot# va0h6rj033, explanted: (B)(6) 2014, product type: screening device. (B)(4).

Event description:
It was reported that the patient had excessive bleeding after removal of the lead components of their external neurostimulator (ens) trialing system. The patient had a successful trial (¿went well¿) with no issues. The manufacturer¿s representative called the patient yesterday and everything was reported as going well. Today, the patient came into the office to have the trial leads pulled at which time excessive bleeding was noted. The bleeding was described ¿like arterial bleeding¿. The patient then reported severe neck pain and some chest pain. An ambulance then took the patient to the hospital ER. The physician thought it might be a epidural hematoma but it was unknown. It was unknown if the patient was on any medications and were waiting for a report from the hospital. Follow up information received 4 days later reported that the patient did have a subdural hematoma but was stabilized that evening and sent home. The patient was seen in the office the next day and was noted as recovered completely. The plan was to refer the patient to their neurosurgeon for placement of a lead in the very near future. Additional follow up information received on (B)(6) 2014 reported that the explanted were discarded and were not returned to the manufacturer.